Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The touch screen assembly was tested and no failures were identified.

Event description:
The customer reported the touch screen buttons are broken; the bottom right of the touch screen is intermittent; does not always respond to touch. The customer reported there was no patient involvement.